Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified; creases fold and black particles on the shell. Leak test and microscopic analysis was performed which identified; punctured opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured on posterior assessed as surgical damage like consistent in the use of some surgical tool. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side "clear pale yellow fluid". Device has been explanted.